Event description:
This report is being filed with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header noted no anomalies, and the setscrews moved freely. Inspection of the seal plugs found a hole in the right atrial seal plug, however no irregularities noted with the right ventricular seal plug. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report oversensing observed on the right ventricular lead.

Event description:
It was reported that this patient with a new cardiac resynchronization therapy defibrillator (crt-d) was experiencing dizziness and near syncope. Interrogation of the device found noise on the right ventricular (rv) channel that was being oversensed which resulted in pacing inhibition greater than five seconds and inappropriate anti-tachycardia pacing (atp). All other leads parameters are normal, and they were not able to reproduce the noise. A fluoroscopy was performed, where the positions of the leads tips in the header are all good. The amplitude of the noise measured at about 1.2 mv, so the sensitivity was increased to 1.5 mv. Technical services discussed emi or a potential seal plug issue. The device and rv lead were both explanted and replaced, and returned for analysis. No additional adverse patient effects were reported.